Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 2.4, lab: 3.3, inratio: 2.3, lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.4, lab: 3.3, mean: 2.85, confidence limits: 1.8-4.2; inratio: 2.3, lab: 3.4, mean: 2.85, confidence limits: 1.8-4.2.